Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure in 2006. It was reported that during the procedure, "the blue material (paint) at the distal of this device was detached and fallen off near the duodenal papilla. This material was aspirated by the scope, but it was not all materials. Even though some materials remained in the duodenal, the physician thought these materials would not be adverse to the pt." The procedure outcome was not provided. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.